Event description:
(B)(4). The dealer reported that the r51 power wheelchair crossbrace was broken at mid attaching point. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model r51, serial number/date code (B)(4) is approximately three years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.